Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure with this right ventricular (rv) lead there was an increase in the pacing impedance measurements from 1,200 to 1,700 ohms. There were also slight changes in intrinsic sensing pacing threshold measurements. It was noted on fluoroscopy the lead had moved slightly from the initial position. The patient was checked the following day and pacing impedance measurements stabilized at 1,300 ohms. No additional intervention was performed. No adverse patient effects were reported.